Manufacturer narrative:
Age, weight and ethnicity: information unknown/not provided. Explant date: if explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a front haptic sticking out when inserting the lens into the eye. The optic was extremely compressed from side to side. Patient is okay and lens was implanted in eye successfully. The dcb00 inserter is available for return. No additional information was provided to johnson & johnson surgical vision.